Event description:
During the angioplasty of a shunt anastomosis, the balloon was inflated using an indeflator and ruptured at 20 atmospheres during the second inflation. The age and the gender of the patient are unknown. The lesion was a 90% stenosis and was mildly calcified and tortuous. Because of the hard stenosis, the balloon was inflated to the rated burst pressure. The physician had no difficulty accessing the lesion with a guidewire. The product was prepared and clinically used as per the IFU. After the balloon ruptured, the physician carefully removed it from the patient's body, and another balloon was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.